Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00843, and 1627487-2022-00845. It was reported that the patient was not receiving adequate therapy due to high impedances on the t12 lead. As a result, surgical intervention occurred on (B)(6) 2022 and the leads were explanted and replaced. During the procedure, the other leads were tangled and were also explanted and replaced. The patient has effective therapy post operatively.